Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. E1: initial reporter first name: (B)(6). E1: initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the unspecified line of the homechoice casssette and solution bag; further described as ¿the connection was not settled and is futile." This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.